Event description:
It was reported that the fiber tip broke as it entered the patient during the photoselective vaporization of the prostate procedure. The fiber had to be retrieved with forceps from the bladder, prolonging the operative time. The procedure was completed with another device.

Event description:
It was reported that the fiber tip broke as it entered the patient during the photoselective vaporization of the prostate procedure. The fiber had to be retrieved with forceps from the bladder, prolonging the operative time. The procedure was completed with another device.